Manufacturer narrative:
Device evaluation: returned device was received poor condition. During the evaluation of the device fluid damaged was found in multiple components.the customer reported condition was confirmed. Problem source was traced to customer. DHR review will not add value to this investigation as device was confirmed to be damaged in the field.

Event description:
It was reported that the level 1 trauma fast flow system (h-1000) was contaminated with blood. The device was also smoking from the first port. No patient injury or complications were reported in relation to this event.